Event description:
Clinical complaint statement: "dr at hospital wants device and lead checked because of noise in strips.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death.